Event description:
It was reported that the customer was hospitalized for dka. The customer had nausea and was vomiting. At the time of the call, the cause of event was not determined. It was stated that the customer did not change out the set to resolve hbgs. The next day, the md called and stated that the customer is still experiencing hbgs. It was indicated that cannulas have been bent and the md will release pt on injections.